Event description:
Initial information received from the user facility indicated that the lens was damaged upon insertion and removed with no pt injury. The md indicated that the lens was successfully implanted and after implantation the pt moved resulting in a capsular tear. The lens was then removed and a vitrectomy was performed. The incision was enlarged to remove the lens. A second iol was then placed in the sulcus. The returned product showed a damaged haptic, likely due to iol removal, however, since there was conflicting information, it is unknown if the device contributed to this event.